Manufacturer narrative:
Date(s) of event: unknown, not provided, but the best estimate date is during 2017. Implant and explant dates: if implanted or explanted, give date(s): not applicable, as the product is not implantable. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor feels as though there has been recent changes to healon 0.85, as it seems to have weak viscosity and more fluid than before. These issues have resulted in some failed surgeries and the doctor provided the following general information on the issues he's had with healon 0.85 and his previous surgeries: it does not stay in the anterior chamber during capsulorhexis if the patient pushes or the globe is slightly hypertonic. Therefore, the anterior chamber collapses and the capsulorhexis flees towards the periphery. It complicates the rest of the phaco steps seriously pertaining to vitreous issues, drop of the nucleus on the vitreous, fall of a fragment on the vitreous, or sometimes removal of the flat chamber causes a detachment descemic. During the implantation it goes quickly out from the chamber and it causes break-up of the descemet's (membrane) or even a rupture of the bag. Complications such as prolonged operating time increasing the risk of endophthalmitis and consuming more than one unit per patient given the multiple re-injections of healon, thus the multiple entries and exits in the globe. No additional information was provided.

Manufacturer narrative:
Additional information was received and the account confirmed that this complaint concerns 3 different batches of healon. Reportedly, the surgeon tried many times and got the same results. Batches/lot numbers are the following: uc31120 , uc31428 and ub32574. This MDR is to record the lot number uc31120. Two additional reports will be submitted for the other 2 lot numbers. Updated the following fields: expiration date: 12/31/2019, lot number: uc31120, UDI number: (B)(4). Device manufacture date: 12/31/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Retain product testing: visual inspection on retained samples for lot# uc31120 was performed. Thirty-three (33) samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. There were no visible defects on the product box. The printing on the carton and labels were correct. Viscosity test was also executed on the retain samples. The results were within product quality specification. No product deficiency was found on the retain samples. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no previous complaints for this lot have been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.